Event description:
Procedure: lung volume reduction. According to the reporter: after the stapler was fired to the lung, the cartridge would not open. The surgeon proceeded to cut the device off of tissue and then suture the tissue. This added about 10 minutes to the procedure; however, there was no tissue damage noted.

Manufacturer narrative:
.